Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this device had moved within the pocket and had migrated inferior since implant. The device was explanted due to this migration as well as erosion with infection. No additional adverse patient effects were reported.